Event description:
It was reported, the camera head did not power on. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer's final investigation and a correction (d9 and h3) to the initial MDR report. The device was not returned to olympus for evaluation and the customer¿s allegation was unable to be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The lot/serial number was not valid; therefore, no device history record review was performed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head did not power on. The issue occurred during preparation for use. There were no reports of patient harm.